Event description:
Term male neonate delivered via c-section following failed soft-cup vacuum extraction attempt. Developed large subgaleal hematoma and hypovolemic shock. Died secondary to severe neurologic insult.